Event description:
It was reported that the touchscreen does not properly respond to presses. Reportedly, the button "2" on the unlock screen does not respond when pressed. Customer had elevated blood glucose levels (505 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.